Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. The sheath was inserted into the body and successfully used for mapping with a non-boston scientific mapping catheter. Following the exchange for a farawave catheter, the sheath did not seem to seal properly again, and air was noticeably more prevalent than normal during aspiration. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.